Event description:
Pt had electrophysiology study and generator and leads implanted in 1999. Right venous sheaths used for study. Discharged with clean and dry right groin, no bruit/or hematoma; positive ecchymosis, positive pedal pulse. Readmitted for right femoral venous thrombosis, treated with heparin and coumadin. Discharged on coumadin with less pain and swelling in leg. Two months later, remains on coumadin with no residual effect.